Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-04439. It was reported that the patient's trial implant surgery was abandoned due to the physician not being able to implant the leads in the epidural space due to scar tissue.